Event description:
Procedure: gastric bypass. Male. According to the reporter: the staples could not be closed. But the stapler did cut the tissue. There was a little bleeding the exact amount of which is not known. The incomplete staple line was oversewed. A half an hour was added to the procedure. The loading units were replaced. There was no patient injury reported.